Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received failed battery alert. The customer¿s blood glucose level was 200 mg/dl. The customer stated that she changed her set and reservoir, she changed the battery and now it won't work. The insulin pump will not be returned for analysis.